Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a loose drive support cap. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a missing end cap sticker and a broken reservoir tube lip.